Event description:
Event description this implantable cardioverter defibrillator (ICD) exhibited oversensing in the atrial channel. The ventricular pacing threshold had increased from 1.4 to 2.0 volts after pocket manipulation. ICD was programmed to 6 volts and remains implanted. Cpi learned that this device was explanted on september 29, 1997 because of an abnormal increase in ventricular pacing impedance and thresholds.